Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, failed battery and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had to press hard to get it to register. The customer reported that pump was really loud and motor made grinding noise during rewind. The insulin pump will not be returned for analysis.